Event description:
Pt in cath lab for mitraclip procedure. First clip deployed successfully. During deployment of second clip, clip malfunctioned by not closing completely. Attempted to remove clip through guide catheter. Unable to pull clip into guide completely because clip inverted due to inability to close completely. Guide and clip pulled into right femoral vein. When guide removed, clip remained in femoral vein. Pt taken to operating room for clip removal. (B)(4).